Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and exchange from textured to smooth to due concern with the product.

Event description:
Healthcare professional reported, right-side deflation and exchange from textured to smooth due to concern with the product. Device remains implanted.

Manufacturer narrative:
Device evaluation: deflation: observed, opening striated on anterior side assessed, as surgical damage. Additional observations: crease fold observed, yellow particles on the surface of the shell, crease fold observed. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, right-side deflation. And exchange from textured to smooth, due to concern with the product. Device has been explanted.

Event description:
Device has been explanted.